Event description:
New information received notes that when the patient presented in clinic during a follow up, backup vvi issue had occurred again. Programming change could not be made due to unrecoverable condition. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of backup mode was confirmed. As received, the device was in backup mode. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at eri level. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6)2021.

Event description:
New information received notes that the device went to an additional backup vvi on march 19, 2021. Programming change was made. Device replacement was mentioned. No patient consequences were noted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, backup vvi issue was observed on the device. It was noted that the patient had multiple scans before the backup mode due to broken ribs. The backup operation could possibly due to CT scans or moisture ingress. Programming change was made. No patient consequences were noted.